Event description:
During a transapical tavr procedure the 26 mm sapien valve was deployed in a 90/10 aortic/ventricular position; tee showed severe paravalvular leak and central regurgitation. Initially, the valve deployment angle was noted to be off axis. Several angiography runs were performed and the angle was corrected. Valve aligned without issue. The valve was positioned 40/60 aortic/ ventricular, and deployed during rapid ventricular pacing; however the final valve position was 90/10 aortic/ventricular position. The aortic position of the valve was due to physician movement of the delivery system during deployment. A tee assessment of the valve revealed severe paravalvular leak and central regurgitation. The surgical team elected to place a second valve. A second 26mm sapien valve was prepared and deployed in a 60/40 aortic/ventricular position. One cell over lap was achieved with second valve. The final tee revealed no paravalvular leak or central regurgitation. The patient was transferred to ccu in stable condition.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac),loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to paravalvular leak and suboptimal coaptation of the sapien valve leaflets/central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, procedural factors, specifically operator movement of the delivery system during deployment, contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.